Manufacturer narrative:
H3: analysis of the catheter identified there was damage to the transition tubing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine with concentration 10mg/ml at a dose rate of 0.48 mg/day via an implantable pump for unknown indications for use. It was reported that the patient was admitted as an inpatient on (B)(6) 2023 one day after a pump refill. The symptoms were unclear. There was fluid in the pump pocket which could be aspirated. No discrepancy was noted in reservoir volume. A catheter contrast image on (B)(6) 2023 showed that the contrast medium had run directly behind the catheter connection into the pump pocket. A revision surgery took place on (B)(6) 2023. Before the skin incision, more than 20 ml of fluid could be aspirated through the side port with very little resistance. During the surgery, a large hole was found in the catheter just behind the sc connector. In addition to the pump segment of the catheter, the pump was also replaced to be on the safe side.  The pump segment of catheter was explanted and replaced. There were no known factors that may have led or contributed to the issue.  The issue was resolved.  The patient was with out injury regarding their status as of (B)(6) 2023.  The pump and explanted portion of the catheter were to be returned to the manufacturer.  The patient's age at the time of the event was 75 years and 9 months.  The patient's medical history and weight at the time of the event was unknown or would not be made available.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# 0224816478 implanted: (B)(6) 2022 partially explanted: (B)(6) 2023 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 14-jul-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.